Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that in the last year and a half the shock impedance has measured >150 ohms almost every day. The patient was evaluated in february 2023 and all lead measurements were normal and within range. The patient will be brought in for a full lead evaluation. The rv pacing threshold has trended low, sometimes <0.5v in the last 3 years. No adverse events reported. Lead remains implanted. Should additional information be received, this file will be updated.